Manufacturer narrative:
Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss during a period of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery. No harm requiring medical intervention was reported. The device will be returned for analysis.